Manufacturer narrative:
The evaluation of the customers issue included a review of the analyzers (sn (B)(6) service history, which found no contributing factors to the customers issue. Labeling review concludes that the issue is adequately addressed. Trending review did not reveal any systemic issues or trends. The abbott representatives analysis of the analyzer included a review of the pressure monitoring (pm) and liquid level sense (lls) logs and noticed there were two attempts to aspirate the sample and a significant difference in the level sensing steps by the sample pipettor, suggesting bubbles or fibrin in the sample may have contributed to the discrepant result. There have been no further occurrences of discrepant alinity total psa results with (B)(6) as the likely cause after the current report was received. Based on all available information no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information is included. Additional patient details are not available.

Event description:
The customer reported a false decreased psa result from an alinity I analyzer for a (B)(6) year old male patient. The customer provided: sid (B)(6) initial = 0.00 ug/l, repeat = 0.635 ug/l. Customers expected value for the patients age group is >4.10 ug/l. No impact to patient management was reported.